Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricle (lv) lead was unable to implant. The lv lead was not used. The patient was in stable condition.

Manufacturer narrative:
The reported event was ¿lead could not be fixed¿. A complete lead was returned in one piece for analysis. The lead was measured within product specification. Electrical testing, visual and x-ray inspections of the lead were normal with no anomalies found.